Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming system was not interrogating. The battery was replaced and the system was moved to another location to rule out emi. The physician's serial cable and wand was used on the company representative's tablet which was able to interrogate. The physician's tablet was then reassembled and was not able to interrogate again. It was reported that the usb port was extremely loose which was believed to be the issue. The physician was provided a new programming tablet. The tablet with the loose usb port was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the usb port was damaged. In addition to the damage to the usb port, it was also identified that the battery gauge and security/home buttons were missing. The missing buttons had no impact on the tablet performance.